Event description:
Customer reported a failed displayed on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the high voltage board. Calibrated and safety tested the monitor to factory specifications.